Event description:
The harmonic scalpel was used for half of the surgery, then gave an error message "too much pressure (ortension) on blade)" several times. And then a message "tighten assemble." Attempt made several times to tighten. Cord changed, hand piece changed and it worked.